Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported that the insertion was off angle and the patient had hard bone quality which possibly contributed to the event. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the tip broke off the customer's 5.5 healix advance peek with orthocord during a rotator cuff procedure. The case was completed by removing device, drilling new bone hole and using another like device. Per the rep went in at an off angle along with hard bone quality. There were no adverse patient consequences or delay. The rep stated the device was discarded by the customer.